Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product(s): serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system and the novasure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2016-00196. It was reported a physician performed a myosure procedure for uterine tissue removal and a novasure endometrial ablation on (B)(6) 2016. The physician had difficulty seating the electrode array due to a myoma. The physician removed the novasure device and decided to use the myosure disposable device to cut the myoma. The patient started to bleed heavily. The physician attempted to perform the novasure and received a cavity integrity assessment (cia) test. The procedure was aborted and the physician performed a hysterectomy. The patient was not admitted into the hospital.